Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18h029, 18k034, 18j022. Of the four events, all four samples were received at the plant for evaluation. Visual inspection on the units did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The units were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four small volume infusors under infused. All four events involved a patient with no patient consequences. No additional information is available.